Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regq3202 showed no other similar product complaint(s) from this lot number. Device not returned.

Event description:
It was reported "powerglide needle did not safety upon retraction." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of safety mechanism failure to activate was confirmed; however, the root cause was not identified. The implicated product was one 20ga x 10cm powerglide pro midline catheter assembly and the returned product was two photographs which depicted a 20ga x 10cm powerglide pro midline catheter assembly. The first photograph depicted the proximal end of the assembly housing. The catheter had been advanced and was not visible. The safety cannister was visible and remained near the proximal end of the needle shaft. The second photograph depicted the distal end of the assembly. The needle was fully advanced. The catheter had been advanced and was not visible. The needle tip remained exposed. Inspection of the photographs confirmed that the safety mechanism did not advance with the catheter as intended; however, inspection of the photographs was insufficient to identify the cause. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include catheter carrier manipulation and needle damage.

Event description:
It was reported "powerglide needle did not safety upon retraction." No other information was provided. Additional information received 09/19/2022: there was no harm to the patient.